Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2018. (B)(6). The device was manufactured november 28, 2017 - november 29, 2017. The actual device was not available; however, four companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the devices and no signs of rupture were observed. The reported condition was not verified. The fifth device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of five (5) small volume folfusors ruptured during filling with 5fu. There was no patient involvement. No additional information is available.